Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving baclofen, 500 mcg/ml concentration at 67 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the rep had gone for a post-magnetic resonance imaging (MRI) check the patient had today. The rep interrogated the logs and saw a recovery so had the patient leave. The rep looked closer at the logs and saw there was a motor stall on (B)(6) 2019, a tube set error message on (B)(6) 2019 and a motor stall recovery today at about 5:01 pm (prior to caller interrogating the pump today). The rep did not see any other anomalies in the logs. The rep did not know if patient had heard an alarm during the motor stall and if they had any symptoms. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and patient via manufacturer representative (rep). It was reported that the cause was still unknown. The rep called the patient back to clarify some information. The patient denied any magnetic resonance imaging (MRI) or being in or near a hospital on 2/21. He was not near any strong magnets or with any new medical equipment in the house. He did not experience withdrawal symptoms or hear his pump alarm at any point. The rep called and left a message with the hcp detailing all the information from the event. No further complications were reported.